Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: the anastomosis got incomplete at the 1st-2nd post op day. During the procedure the user performed a leakage test and everything was ok. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the current patient status? Is the device available for return? What were the indications for the primary procedure? Who fired the device? What is the users experience with the device? Was audible or tactile feedback experienced when firing the device? Where there any device performance issues in the initial procedure? Were there any staple formation issues in initial procedure? If yes, please explain. Were there any staples seen in the surgical field in the initial procedure? What medical evaluation was used to lead to the re-operation? Was a leak test done in the primary procedure? If yes, what were the results? What specifically was found in the re-operation? Were staples missing from the staple line? What part of the anastomosis was the leak identified in? How was the leak addressed in the second operation? Would the surgeon be interested in speaking with an engineer regarding the recent event?

Event description:
It was reported that following a laparoscopic sigma procedure, the anastomosis got incomplete after a few days, closing the instrument was very easily without any feedback, reoperation. No further information is available. Another like device was used to complete the procedure.